Event description:
Additional information received reported that the patient received assistance from their doctor and their concerns were resolved. It was noted that the patient had an appointment scheduled for (B)(6), 2013. It was later reported that the patient had let the battery overdischarge three times, leading to premature depletion and charging issues. The ins was replaced on (B)(6) 2013.

Event description:
It was reported that the patient¿s bone doctor told her she had pain in her right arm that was from her neck. The pain was in her arm and upper elbow. She had not recharged her device in a long time and didn¿t think her battery would restart as the last time she didn't recharge it she was told that they wouldn't be able to recharge it again. It was noted that the patient was told she would need a new battery. It was reported that the patient was given a shot in (B)(6) 2013 and had fallen recently. The last time the patient recharged the ins was in (B)(6) 2012. The patient noted that her implant was really hard to recharge and it was an exhausting process. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 399930, lot # v008386, implanted: (B)(6) 2006, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having problems picking up the signal from the ins while recharging. The patient rarely ever got the boxes to fill correctly and sometimes it took them all day long to charge their ins.